Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The device was returned and analyzed but no issue identified that required full analysis. Concomitant products: 5076-58 implantable pacing lead 2003 (B)(6); 4473 competitor implantable pacing lead 2003 (B)(6). (B)(4).

Event description:
It was reported that the patient developed bacteremia. The implantable pulse generator (ipg) and two leads were removed. No further patient complications have been reported as a result of this event.